Event description:
It was reported that during an implant attempt, the helix of the right ventricular [rv] lead was inadvertently extended before the lead was in the apex. The helix would then not retract as it had become very stretched. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was damaged at implant.